Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to information collected, the treatment was completed without any delay at the time of event occurrence. A philips remote service engineer (rse) analysed the system log file and found that the there was no power to the generator. Subsequently, a field service engineer (fse) went onsite and checked the fuses in the main cabinet and found all three 3 phase fuses were blown. Upon further troubleshooting, fse replaced ips certeray, fuse and pointev inverter. Additionally, the review of system log file shows that the rail voltage to power inverter was too low. Following the replacements, the system was returned to good working order. The power inverter was sent back to philips for further analysis, which confirmed that the inverter was electrically defective. The rail voltage was switched off after the generator startup, and a visual inspection revealed a short circuit on driver modules a8402 and a8302. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.